Manufacturer narrative:
Product complaint: (B)(4). Batch # r58l7g device evaluation summary: the analysis found that one sr75 reload was returned with no apparent damage. The cartridge reload was returned unfired and with the swing tab in the locked position . The cartridge reload swing tab was reset in order to fire the cartridge. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The condition of the reload is consistent with an improper loading technique. Reference ¿instructions for use¿ for complete loading instructions. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event of "the device did not seal"? Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Were there any patient consequences?

Event description:
It was reported that the device did not seal. Opened a new one which worked fine. Procedure: unknown.